Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 10/21/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received stuck to the label of a lens case belonging to another serial number. Additional documentation was received as well. Visual inspection under magnification revealed a detached haptic, and dried viscoelastic residue on the optic body and haptic, which is consistent with a lens handled during removal and replacement. Furthermore, particles/fibers were observed on the lens, however this can be attributed to receiving the lens stuck to the label of the lens case, and therefore cannot be confirmed to be related to manufacturing. The lens was cleaned, the particles/fibers were no longer observed, and no additional cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient right eye due to vision being blurred, images were not sharp and had ghosting shadows around images. There was no suture or vitrectomy but had incision enlargement performed. There was no prescription given to the patient outside of the normal post-operative treatment. No further information is provided.